Event description:
Bed scale not functioning. Bed is a stryker zoom bed without the position pro mattress.unable to get accurate weight on patient.rn went into room to weigh patient and scale reported the wrong weight, even though bed was looked at and issue was supposedly resolved.this issue has repeated itself multiple times.bed did not give accurate weight even after being zeroed out. Bed alarm would not work due to discrepancy.what was the original intended procedure?numerous issues with the same bed occurred on three different dates(B)(6), (B)(6), (B)(6) 2013.device #1is this a laboratory device or laboratory test?no.